Event description:
It was reported that following a revision procedure (see MFR. Report 3006630150-2025-03605) in surgical daycare, programming optimization was performed and, on some settings the spinal cord stimulation (scs) was perceived as very strong in the abdomen but later the stimulation could be turned all the way up and the patient did not feel it. Programming optimization was also attempted several times in the clinic; however, the patient did not have therapeutic benefit as her low back and leg pain was inadequately covered. The patient underwent a system explant procedure. There were no reported complications postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: precision ipg kit, model: sc-1110-02, serial: (B)(6), batch: 14950772, UDI: (B)(4). Brand name: linear st lead kit 50 cm, model: sc-2218-50, serial: (B)(6), batch: 7145638, UDI: (B)(4).